Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited a tear in one of the leaflets. This device had been in service for approx 3 yrs. It was reported that the pt had a history of non-insulin dependant diabetes mellitus, hyperlipidemia, and hypothyroidism. The valve was explanted and replaced without reported complication.

Manufacturer narrative:
Method- device history reviewed. Results- device history review found the product met specs when released for distribution. Analysis- received in a tan solution in a specimen container, wrapped in a plastic bag, enclosed in two other plastic bags. All leaflets are slightly stiff but flexible. Tears and abrasions through the free margin extending to the lunula of the left and right cusp adjacent to the point of coaptation appear to be due to bias and/or long suture tail wear. Glistening off white pannus on the right non-coronary stent post extends along the outflow edge of the sewing ring, outflow rail adjacent to the right cusp onto the left right stent post. Radiography shows no evidence of mineralization in the valve tissue. Conclusion: unable to determine the root cause for the reported event, as the nature of the damage appears to be related to either wear on the bias cloth or contact with a long suture tail. The device was explanted and replaced without reported complication.